Manufacturer narrative:
The device was requested for evaluation but it was reported that the risk manager will not release the device therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that during a rotator cuff repair case, the tip of the needle broke off in the patient and it was not retrieved. The tip was confirmed in the patient with x-ray; the surgeon could not locate it. The surgeon changed the procedure to an open speedbridge repair; so an unplanned incision was needed. Rep was present in the case.

Manufacturer narrative:
The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone, however the part was not returned and the complaint could not be verified.